Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump battery life was diminished and the up and down buttons had to be pressed really hard to work. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test due to unresponsive button. (B)(4).